Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced low blood glucose. The customer also received a bad sensor alert. Customer decline low blood glucose troubleshooting. Customer stated serter is not releasing, has to put finger under the serter to hold the tape. Customer's blood glucose was 42mg/dl.